Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3998, lot # lb5283, implanted: (B)(6) 2003, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID neu_unknown_lead, product type lead; product ID 3998, lot # lb5283, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported that the patient had his system explanted in 2011 as one of the leads was broken. It was determined that the entire system needed to be explanted. It was stated that a company representative was there. The patient stated that both leads from t-10 and t-12 were removed. The patient stated that a ¿hardening artifact¿ was coming from the battery pack and up the wiring. The patient initially stated that only one lead was sent in for analysis. The patient later stated that the whole system was sent in for analysis. The patient stated that ever since the issues with the stimulator occurred, his back was messed up ¿real bad.¿ the patient had tried to get spinal fusions, but had trouble with his physicians. The patient went on to provide conflicting information. The patient had a myelogram that showed the lead that was affected, and that they took one lead out and left the other one in (which conflicted with earlier statements.) The patient wanted to know why one lead would be left in if the other was being removed because of swelling and the area being ¿open¿ due to an unrelated surgery. The patient felt as if he had been set up for failure. Several days later, the patient stated that there was something in his blood stream. The patient again made a conflicting report in that the system was taken out and not put back in. The patient was repeatedly advised to contact his physician for medical assistance. The patient was provided with physician listings. It was further reported that the patient was still having stimulation problems in his back and hip. The patient stated it was ¿messing with him bad¿ and was ¿scaring¿ him. The patient was again redirected to his physician. Further clarification was obtained from the patients physician. The patient did not return for any follow up for 7 years after implant. In (B)(6) 2010, the patient experienced popping and pain at work after lifting something at work. The device was checked a month later and the stimulator was working ok. It was just not covering the area of the patients pain. It was then determined that "lead 4" was not functioning and the patient thus requested the removal. It was confirmed that the entire system was removed in (B)(6) 2011. It was stated that "there was a significant amount of beam hardening on battery" noted at the time of explant. There was no indication in the physicians records that the system was returned for analysis.